Event description:
Manufacturer's representative reported the hcp programmed the pump to infuse 70mg/6 minutes instead of 70mg/6 hours. "The patient almost passed away." Attempts to get further information from the hcp have been made. A follow up report will be sent when additional information is received.